Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, pacing inhibition and noise were observed on the rv channel. A chest x-ray ((B)(6) 2019) was performed, revealing no anomalies. The physician elected to cap ((B)(6) 2019), the lead and the patient was stable following.